Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported adhesive issues with a pod while on holiday to rome. Patient was wearing the pod on the abdomen for between 5 and 24 hours when the pod adhesive failed and the pod was ripped off. On (B)(6) 2026, patient sought medical attention and was subsequently hospitalized for approximately three days. Patient reported vomiting for 16 hours and experienced sepsis and diabetic ketoacidosis. Patient stated that hospitalization was required and that antibiotics and insulin were administered; however, patient was unable to provide additional treatment details or the hospital name. Patient also reported being unconscious for much of the event and was unable to provide blood glucose readings, pod lot number, or sequence number. Patient was discharged on (B)(6) 2026. A new pod was successfully applied after the event.